Event description:
Customer reported unexpected negative results on galileo. A patient sample was run with the 2 cell screen asay, and it was negative. The customer stated they ran ab_ID on the same sample and got positive results for anti-d. No blood was transfused as a result of this testing.

Manufacturer narrative:
Reactivity of the d antigen was confirmed on retention crrs(I and ii), lot x254, and crrid, lot id103. The customer used these products at the time of the event. The customer did not return product or sample for investigation testing. It is not possible to rule out the sample as a cause of the event.